Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. Physical inspection found severed motor mount screws which caused the motor to fail which subsequently caused the reported error message. The motor assembly was replaced.